Manufacturer narrative:
(B)(4). It was reported that a pediatric patient was using a receiver approved only for adults. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report no audio output from the receiver that occurred on (B)(6) 2015. Pediatric patient is using a receiver approved for adults. At the time of contact, the patient's father did not report any injury or medical intervention.